Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The reported surgical intervention was the result of case-specific circumstances permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient was in sinus bradycardia at the start of the procedure. The length of the membranous septum 0mm. The valve was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). At the end of the procedure the patient developed a left bundle branch block (lbbb). A temporary pacemaker was inserted. The following day the patient went into complete heart block, and a permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring rhythm. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 15 july 2025 a 25mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient was in sinus bradycardia at the start of the procedure. The length of the membranous septum 0mm. The valve was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). At the end of the procedure the patient developed a left bundle branch block (lbbb). A temporary pacemaker was inserted. The following day the patient went into complete heart block, and a permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring rhythm. The patient status was stable.